Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she experienced high blood glucose. Customer reported that there was an emergency room visit for high blood glucose. Blood glucose value at the time of the admission is 600 mg/dl. Customer stated that she was taken to the hospital fort high blood glucose and possibility might have had a small heart attack. Customer declined to troubleshoot as it was found that the cannula was bent when removing the infusion set. Customer stated that the cannula was bent but the insulin pump did not alarm no delivery. Customer declined to troubleshoot for absence of no delivery and stated that will get back in contact if it happens again. Nothing further reported.